Event description:
Per the clinic, the patient experienced hematoma at the post auricular region subsequent to a head trauma which leads to an infection (specific date not reported). The infection causes skin breakdown at the implant site, exposing the receiver/stimulator (specific date not reported). The patient also experienced mild skin necrosis around the edges of the wound (specific date not reported). Subsequently, the device was explanted on july 29, 2025. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.